Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The water bottle received was inspected for any occlusions that may have caused the bottle to burst. There is no occlusion in the trigger area or the diffuser area on the bottle. The cracks observed do not indicate a manufacturing related defect. The complaint could not be confirmed as the sample did not show any manufacturing related issues that caused the water bottle to burst.

Event description:
Customer complaint alleges the aquapak "canister burst open in a patient setting." Usage at the time of the alleged event was unclear. There was no report of patient harm. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device sample involved in this complaint has not been received by the manufacturer at the time of this report. A device history record review shows no issues that may have contributed to the quality issues reported in this complaint. However, the investigator cannot determine a root cause for the reported issue. The sample is needed to characterize this defect and determine if root cause is related to manufacturing. If the sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor feedback from the customers on issues related to water bottles exploding during use.

Event description:
Customer complaint alleges the aquapak "canister burst open in a patient setting." Usage at the time of the alleged event was unclear. There was no report of patient harm. There was no report of patient involvement.